Manufacturer narrative:
12/17/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a dpc procedure. Reportedly, the suture broke while the surgeon was tying the knot. No pt injury reported.